Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 156 ohms. The impedance measurements were at 169 ohms couple of months back. Technical services (ts) reviewed and stated that there was red alert for high shock impedances noted in 2020. This rv lead currently remains in service. No adverse patient effects were reported.